Manufacturer narrative:
Concomitant medical products: product ID 37761, serial# (B)(4), product type: recharger. Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID 37743, serial# (B)(4), product type: programmer, patient. Product ID 37752, serial# (B)(4), product type: recharger. Analysis of the desktop charger (dtc) [s/n (B)(4)] found broken connector pins on the cable assembly. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer via the manufacturer representative reported that the patient met with the manufacturer representative on (B)(6) 2014 for a reprogramming session because the patient was experiencing increased pain. During the appointment, the manufacturer representative had noticed there was a broken connector pin on the desktop charger (dtc) and it was noted that the patient¿s stimulation was off. The manufacturer representative confirmed the patient¿s increased pain was due to the fact that the patient had not charged the implantable neurostimulator (ins) and the ins had become discharged. The patient had noticed the recharger was not working a couple weeks prior to (B)(6) 2014, but the patient was busy and did not get there charger replaced. Additional information received from the manufacturer representative reported that the patient had received the replacement dtc. The ins was not overdischarged, and intervention was not required. The manufacturer representative also reported that the patient was recharging normally, as the patient had been instructed to follow up with the manufacturer representative regarding any further issues. Per the manufacturer representative, the patient was doing well with effective therapy. The healthcare professional had instructed the patient to contact the manufacturer for any reprogramming needs after the ins was charged, however there was no further contact from the patient. The patient¿s indications for use included chronic low back pain.

Manufacturer narrative:
Upon further review, evaluation conclusion code no longer applies to the desktop charger (dtc); evaluation conclusion code applies to the desktop charger (dtc). Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.